Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port, device was found on 15aug24 during a robot-assisted total nephroureterectomy when it was reported ¿tip of trocar was broken. After removing it, the facility found that it was damaged. The fragments was retrieved using the forceps and clip appliers.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The tracking number provided was associated with another complaint. The device for this complaint was not included in the return. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port, device was found on (B)(6) 2024 during a robot-assisted total nephroureterectomy when it was reported ¿tip of trocar was broken. After removing it, the facility found that it was damaged. The fragments was retrieved using the forceps and clip appliers.¿ the procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.